Event description:
It was reported that one of the emts indicated they allegedly ¿dropped¿ the stretcher on a call. When unloading a patient at the back of the ambulance, the emt did not extend the legs fully, so the back wheels were not supported on the ground. When the emt took the cot out of the back, the unit then dropped approximately six inches to the ground. The cot did not tip over, however the patient indicated their arm bumped on the side rail when the cot came down. No patient or provider injury was reported by the department. The customer reported that this incident was user operation related.